Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation of the device, episodes of non-sustained ventricular oversensing due to t-wave oversensing were observed. Recommend programming changes were not performed. Patient did not present to be at high risk. Patient is stable before and after event.